Event description:
The generator was not getting activation, except when the footswitch cable was wiggled. The customer was not sure if there was any case involvement, but stated that there was no pt consequence.